Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button/keypad issues and also that they were hospitalized due to high blood glucose, however the call dropped and call back was unsuccessful. After two hours, the customer finally called back to report that they had a high blood glucose of 496mg/dl, was hospitalized for a low blood glucose of 40mg/dl, blood at site with infusion set, and delivery anomaly. The customer was assisted with delivery anomaly. The customer's blood glucose level was 496mg/dl at the time of the incident and 497mg/dl during the call. The customer stated that they changed the infusion set. The customer also stated that insulin pump was under delivering due to their high blood glucose, absence of an alarm and blood coming out of the infusion set cannula. The customer stated that they did not feel any symptoms and that they have treated. At the end of troubleshooting, the customer was advised to monitor the insulin pump. Troubleshooting for high blood glucose was performed. The customer stated that they will call back to finish the high blood glucose troubleshooting and the hospitalization incident due to the low blood glucose, and stated that they will contact their healthcare professional. The customer's blood glucose was up to 510mg/dl during this time of the call. The insulin pump will not be returned for analysis.